Manufacturer narrative:
It was reported that after the transeptal puncture a resistance was met advancing the amulet delivery sheath; the wire appeared to be kinked at the tip of the dilator. The tip of the dilator was reported to have split. The dilator and sheath were returned to abbott and the investigation found that the dilator tip was damaged split. No other anomalies were found. The returned sheath met the dimensional and functional specifications when analyzed using test amulet device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the investigation findings, the dilator tip separation issue appears to be related to a potential product quality issue; therefore, an exception was initiated to further investigate this complaint. The primary root cause was related to the potential for the raw material to not homogeneously blend during the melt processing. This potential cause relating to the material characteristics of this material is the root cause of both the noted cracking and tearing. The cause of reported advancement difficulty could not be determined. There were no complaints associated with any other devices from the lot.

Event description:
N/a.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 14f amplatzer torqvue 45x45 delivery sheath was chosen for a procedure. During the sheath exchange after the transeptal puncture a resistance was met advancing the amulet delivery sheath. When visualized under fluoroscopy, the wire appeared to be kinked at the tip of the dilator. When the sheath was removed it was found that the tip of the dilator had split. A 18f non-abbott sheath was placed into the venotomy and a new 14f amplatzer amulet delivery sheath was opened. The patient experienced no hemodynamic instability during the case. On (B)(6) 2025, the patient had been readmitted to the hospital with a cerebrovascular accident (cva).